Manufacturer narrative:
The investigation for the thrombus, low pump flow, and saturated flow has been completed. The pump was returned for investigation. The returned pump had some biomaterial and blue fibers ingested into the inflow cage. No other physical abnormalities were observed. The pump passed all optical and electrical testing. No damage was noted on the dp sensor. Pump flow appeared to be saturated during testing in a bucket of water. The blue fibers could not be flushed out after testing. Data logs show a motor current spike after case start while running at a steady p-level, with a drop in snr and an elevated placement signal, followed by low pump flow. The pump was stopped and restarted after a couple of minutes, and only the motor current trend was observed, with the placement signal continuing to trend. As per the clinical report, low pump flow was observed, followed by a motor current spike. Additionally, some biomaterial was observed on the outflow cage. The data log and clinical reports suggest that some ingestion occurred during the case run, causing the low pump flow. The time of injected biomaterial or blue fibers entraining the impeller cannot be verified without sufficient clinical details. Clinical report and data logs review does not support the pump stop issue hence it was removed. Also, saturated failure mode was changed to low pump flow as investigated after clinical and data log review. The cause of the low pump flow issue was most likely biomaterial and blue fiber ingestion based on data log review and returned product investigation.

Event description:
The complainant reported the patient was on impella rp flex support and there was a clot ingested into the impella rp. Flows decreased with high motor current. The pump stopped and the pump was removed and replaced with another pump. There is no reported harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿